Event description:
It was reported that the patient developed an infection as a result of a refill procedure. The patient stated that it was her understanding the syringes were "re-used". The patient's pump was removed due to the infection. The patient stated that she had received therapeutic benefits from the pump before this event occurred. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).